Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: the encor enspire system was returned to crawley for servicing and repair. The investigation is unconfirmed for the reported mode changing issue, as the enspire system successfully passed all functional tests during evaluation and the issue could not be replicated. Per sar 1014878 evaluation of the system, no deficiencies were identified with the returned encor enspire system as it passed all functional tests and performed as intended. However, per (B)(4) evaluation of the driver, it was identified that the driver was the cause of the reported issue, (device changing modes without user prompt). The issue was isolated and found to be a faulty pcb within the returned driver. Labeling review: the current instructions for use (IFU) states: indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. It is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. Only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly changed from biopsy mode to the start screen without users prompt after a few samples were obtained. It was further reported that probe was removed from patient to complete the calibration process and was able to complete the biopsy. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly changed from biopsy mode to the start screen without users prompt after a few samples were obtained. It was further reported that probe was removed from patient to complete the calibration process and was able to complete the biopsy. There was no reported patient injury.